Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of concerns with their high blood glucose levels. The customer's blood glucose level at the time was 438mg/dl. The customer believes they may have moved the easy bolus, and that is causing their levels to run high. Troubleshooting was conducted, and the issue was resolved. The customer was asked to monitor the device and their blood glucose levels, and to call back if they needed further assistance. Nothing is being returned at this time.